Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the 4x4, island dressing, sterile 50/bx a50044 adhesive was irritating patient's skin. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).